Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose had been running high: she reported highs of 440 mg/dl, 522 mg/dl, and 550 mg/dl. She also had a low of 33 mg/dl earlier in the day, but troubleshooting was initiated only for the highs. The customer was unsure if she had her infusion set on correctly so she was assisted with that. Additionally, the customer reported large discrepancies between her sensor glucose and blood glucose readings, but declined troubleshooting for them. The customer was advised on the proper technique and timing to calibrating her sensor. No products were returned and two replacement infusion sets were shipped to the customer.